Event description:
A customer reported an error with their continuous glucose monitor, specifically cgm error 42, while using a g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on performing a complete pump reset and successfully started a new sensor session with no further error codes displayed.